Manufacturer narrative:
MFR service representative replaced the fiber optic module assembly (part number # 0997-00-1161e). The iabp was tested to factory specifications and it was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the fiber optic module of the iabp was not working, there were no waveforms. No pt was involved.